Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. In addition, based on the results of the investigation, a root cause for the malfunction " error e315" could not be identified. Additionally, the probable cause of the noisy screen is contact failure due to water ingress, which prevented the image signal from being transmitted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a noisy screen, error e315, and a contaminated air valve. There was no patient involvement.